Event description:
While placing double lumen 4 french PICC for stem cell transplant, PICC rn met resistance with PICC in approximately the last 4.5 inches. Patient has right port a cath. Attempts made to pass point of resistance but unable to advance PICC fully. Upon withdrawal of 3 cg wire, approximately 2 inches from tip, the wire is bent/kinked off to the point of almost broken off. Wire immediately removed from procedure and saved for inspection. Lot # refp4111.